Manufacturer narrative:
Additional information was added to h6. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a reverse flow, and a downstream occlusion alarm were noted on novum iq syringe pump. It was noted that there was a downstream occlusion that was acknowledged by the nurse and cleared after they checked the line from the pump to the patient; however, no occlusion was identified. Several hours later during an infusion of total parenteral nutrition (tpn) via a "bag pump" on a neonate at 4ml/hour, the novum syring pump was infusing precedex at 0.41ml/hour at the same time. The novum pump started "taking on tpn¿ instead of infusing precedex, which caused the ¿fluid to leak out of the barrel of the syringe past the plunger." Additionally, the pump did not alarm that the fluid level was increasing in the syringe. After changing the product syringe to a new one with uncontaminated precedex, and restarting the infusion, the pump displayed "a negative rate"; however, it still failed to alarm that the syringe was taking on fluid instead of infusing at the programmed rate. The patient has since been discharged from the hospital. No further information was available at the time of this report.